Manufacturer narrative:
H6: evaluation: visual inspection of the returned product found the optic torn. There was evidence of surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon attempted to implant an aq2017v silicone three piece lens but it became stuck in the cartridge prior to being implanted. There was no patient contact or injury. The contact stated it was unknown if the lens was damaged or why it became stuck. An msi-ts injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.